Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Meter was evaluated with no defect found. Returned test strips produced lo reading and black chemistry observed. Most likely root cause is black chemistry due to improper storage. Investigation completed 11/19/2015.

Event description:
Customer complains of an e-5 error message. Customer states they feel fine. The customer states she is receiving the error message after applying the blood sample. The customer is storing their supplies in the kitchen. The customer confirms she is using the recommended testing technique. The customers expected glucose levels range from 112-115 mg/dl and they do not require medical attention at this time. Customer confirms ther were no adverse events or MDR related to this issue. The error message persisted upon attempting another test.